Event description:
Mcgaw horizon nxt cat# 610, arrived at central supply to be cleaned, after cleaning the unit was put on a shelf and plugged into the wall outlet. The central supply technician saw smoke and smelled something burning. She then unplugged the unit and called bio-med. Upon disassembly it was apparent that the front panel display pcb (12013 rev c) had short circuited. The result was extensive damage to the ribbon cable and the display pcb. Integrated circuit u3 got so hot it became desoldered from the circuit board. There wasn't much left of the chip. It had basically disintegrated. Just small partial pieces of u3 were left. The ribbon cable j1 had also melted from the heat. Other various components had received heat damage. For example; r7, r8, r11, c5, d1, u22, u11. The led's u11 and u22 got so hot that they also melted. The melting byproduct had then encapsulated the solder runs and pins of j1. Should be noted that this unit had produced what rptr believes to be toxic fumes given off by various heated semiconductors and plastics. Rptr has videotaped the damage to this pump and believes this problem was caused by fluid invasion and could be avoided by a better seal around the door.